Manufacturer narrative:
Hpc-10120. Jetmate-05120. 06/17/24 evaluation tech: jcb. Auy plumbing/manifold oil/moisture. Unit has been crosslined, water in the air system, causing powder to stick together and harden in the manifold and bowl assembly, oil/water contamination in the air supply hose, clogged duckbill filter causing poor air/powder flow, flattened pinch tube restricting air/powder flow, no powder flow due to a clogged powder bowl, no powder flow due to a clogged l/j-nozzle. No water flow due to rust buildup in the solenoid preventing proper operation, debris buildup in the water supply hose, debris buildup in the water filter. Low vibration due to malfunction with the main oscillator board, cracked auxiliary foot pedal connector on the power drive board. Poor communication with the wireless foot pedal, intermittent or no operation due to an open condition in the handpiece cable, corroded contact pins on the jet-mate handpiece. Cabinet is cracked. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron jet plus g137 they allege that they are not getting enough water to the handpiece and the handpiece and inserts are getting warm, no injury resulted.